Event description:
Joint fluid retention in both knees [joint effusion], could not bend left knee [joint range of motion decreased], localized hot feeling [joint warmth], joint fluid retention in left knee [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) with gonarthrosis. The pt's medical history was significant for previous medical device implantation with synvisc (two courses), hip replacement surgery and lumbar disc herniation. On (B)(6) 2013, the pt initiated treatment with intra-articular synvisc (hylan gf 20) injection at a dose of 2 ml in both knees, frequency not provided. The lot number for synvisc was not provided. The same day, the pt developed joint fluid retention in left knee, "localized hot feeling" (had no generalized fever) and could not bend her left knee. On (B)(6) 2013, three days later, the pt recovered from "localized hot feeling." On unspecified date in 2013, the pt had recovered from the events of joint fluid retention in left knee and "could not bend her left knee" without visiting the hospital. It was reported that the pt could not bend her left knee for about two weeks. On (B)(6) 2013, the pt received second synvisc injection at a dose of 2 ml in both knees. The same day, the pt developed joint fluid retention in both knees. On (B)(6) 2013, 40 ml synovial fluid was aspirated from right knee and 30 ml from the left knee and was prescribed decadron (dexamethasone) for joint fluid retention of both knees. On an unspecified date in (B)(6) 2013, culture test and microscopic examination of synovial fluid did not show any abnormality. The action taken with synvisc treatment was not provided. On (B)(6) 2013, the pt had recovered from the event of joint fluid retention in both knees. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc with the events of joint fluid retention in left knee and joint fluid retention in both knees as possible and did not provide a relationship for the events of localized hot feeling and "could not bend her left knee."

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of product is not affected by this report.